Manufacturer narrative:
Philips received a complaint regarding an incident involving the brilliance ict CT system. The report alleged that a patient was inadvertently dropped during transfer from the CT table to a mobile stretcher positioned beside the CT table. A nurse and a family member, who were performing the transfer, reportedly experienced an electrical shock from the system during the transfer, which resulted in the patient being dropped. Subsequent clarification determined the patient was initially hospitalized due to a pre-existing lumbar spine issue. Following the incident, the patient was returned to their unit of care and examined by a nurse. The patient reported during the examination an increase in back pain and right lower extremity discomfort. Follow-up inquiries were sent to the local team for details regarding the patient¿s condition and treatment plan, but no information was provided. Philips made more than three requests to speak directly with the patient¿s medical care team, but no response was received. The extent of injury to the patient remains unconfirmed. An on-site inspection of the CT system was performed by a philips field service engineer (fse), and damage to the table covers was identified. Replacement parts for the covers were installed. Further investigation was performed by philips research and development team and the fse, which found no definitive cause for the alleged shock. An independent inspection was conducted per gb 9706 standards. All electrical safety, appearance, and connectivity tests passed, with no abnormalities found. The only noted deviation was that ambient humidity was found to be below the recommended 35¿70% range, and a humidity increase was recommended. Following review of the investigation details, it was determined that the brilliance ict CT system was operating within specification. No system malfunction was identified, and there is no evidence to suggest that the device caused or contributed to the reported incident. These codes were updated based on the investigation outcome: problem code patient outcome code health impact grid evaluation results code component code conclusion code.

Manufacturer narrative:
Note: philips has started an investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
A patient received a shock from the system while being moved from the CT scan table back to the patient stretcher. The customer reported that the patient had increased pain in the lumbar spine region from a previously reported condition. The treatment plan or confirmation of the cause of the injury was not made available. It was noted that the source of the shock could not be determined. This issue has been determined to be a reportable event based on the available information. Philips has initiated an investigation of this incident.